Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 indicated that an asymptomatic patient presented in hospital for an unrelated procedure. The right ventricular lead exhibited low impedance. The patient was doing very well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an impedance anomaly. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported.